Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment (iloa005) fractured. The fractured piece was removed from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Zest per# (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: device evaluated by manufacturer: change 'no' to 'yes'.